Event description:
Info received indicates, the left intermediate siderail is not latching.

Manufacturer narrative:
The technician found the siderail center arm was full of a sticky substance that prevented the siderail latch from locking. The technician replaced the siderail latching mechanism to repair the bed.